Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer stated blood glucose level was "fine". It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.